Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10009. The patient received the scs system on (B)(6) 2005, which included an ipg and two leads (from the same lot). It was reported the entire system was removed on (B)(6) 2011 due to infection at the ipg pocket site. A culture was performed and the results were positive for bacteriodes vulgatus - beta lactamase. Follow up information revealed the patient had an infected ulcer over the ipg. The patient was treated with cleocin and doxycycline prior to the explant procedure and IV clindamycin on the day the system was removed. The explanted devices were discarded at the facility and will not be returned to the manufacturer.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - a review of the DHR found nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.